Event description:
It was reported that there had been a cerebrospinal fluid leak in the spinal area. The physician thought that there had been a pseud omeningocele at the spinal entry site. It was indicated that the physician had opened the spinal site to check for a leak. He sutured the spinal catheter entry site with extra stitches, but did not replace the catheter. At the time of report, there was no patient injury. It was noted that the physician felt the catheter was too stiff and made the hole into the intrathecal space bigger and more prone to cerebrospinal fluid leaks. Two weeks later, it was reported that the pump was used to deliver dilaudid.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Conclusion code no longer applies to this event.

Manufacturer narrative:
(B)(4).